Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited ?no disposable alarm". It was reported that the cassette triggered no disposable alarm on pump. No patient injury reported.